Event description:
It was reported that the customer called in to report that arm 4 was not recognizing the stapler. The customer had already redraped the arm and power cycled the system before calling, but there was no change in the situation. The technical support engineer (tse) asked the customer to try another stapler, but the customer declined, stating that the arm would not accept any instruments and they did not wish to get another stapler. The customer chose to complete the case using only three arms. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned. There was no delay. The customer ended up moving their second case to another room.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The first universal surgical manipulator (usm) unit was returned for failure analysis, and the reported problem was confirmed and replicated during the analysis. The unit was installed onto a pftp and triggered missing nodes on ac_4e and ac_4f. After the acs was replaced, the unit passed all relevant testing within specification. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identifies a faulty acs2 as the root cause of the reported event. The next usm unit was returned for failure analysis, and the reported problem "will not recognize stapler" was confirmed as error 282 in the field logs and replicated during failure analysis. The unit was installed onto a pftp, and the one-wire instrument test failed the following specifications: carriage rfid instrument base. The accr/accra was replaced and passed all relevant tests within specification. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identifies accr and accra as the root cause of the reported event.